Manufacturer narrative:
Analysis of the info captured by the MFR, indicates that user error is the root cause of the cracking and breakage of this table's leg supports. The user appears to have been operating the table in a manner inconsistent with the instructions outlined in the table's user manual (B)(4). The table was last serviced by maquet in 2009. For this break to have occurred, the table legs would need to be set against the base cover and then an operator would have to activate the table's trendelenburg or height function. With nowhere for the leg to move, the hydraulics would continue to apply pressure. If you do that several times the support can break. The MFR has been able to duplicate this event with internal testing. The customer will be advised to review its staff training with respect to proper usage and pre-utilization inspections. If the customer is concerned about future collisions with the floor or table base, maquet can instal an optional double check valve with pressure relief to limit the hydraulic force. (B)(4).

Event description:
The table was used for a surgical procedure on (B)(6). After the first pt had been operated on - and after she had been moved from the table, the surgeon leaned on the table and heard it crack. On observation, the hinge at the bottom section of the table had sheared in two. (B)(4).